Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the pump alarmed for proximal occlusion. At this time, the nurse disconnected the secondary tubing set from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.